Manufacturer narrative:
The pump was returned and evaluated by product analysis on 06/03/2011 with the following findings: a review of the pump history confirmed multiple loss of prime alarms due to low non zero force. An "ezprime" operation was performed and during the "load step" the piston detected the cartridge. The pump was exercised on a 1u/hr basal rate for 24 hrs with no loss of prime duplicated. The force sensor calibration test confirmed that the sensor is detecting the correct force. During investigation, it was observed that there was damage to the force sensor plate. The DHR review confirmed the pump was within specification no discrepancies identified, software version e3a, mfg 2010-11.

Event description:
The pump was returned due to multiple loss of prime warnings. Evaluation revealed that the force sensor assembly is damaged. This report is made based on the evaluation results.